Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area") in a 33-year-old female patient who had essure (batch no. 959212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: paragard from 2004 to 2010 and mirena from 2009 to 2010. Past adverse reactions to the above products included device expulsion with mirena. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details : the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :pelvic pain, menorrhagia, vaginal haemorrhage,dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvic area") in a (B)(6) female patient who had essure (batch no. 959212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: paragard from 2004 to 2010 and mirena from 2009 to 2010. Past adverse reactions to the above products included device expulsion with mirena. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details : the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :pelvic pain, menorrhagia, vaginal haemorrhage,dysmenorrhoea. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet and medical records were received. Added new reporters. Added patient's date of birth and height. Added essure indication, therapy dates and lot number (959212).added historical drugs and lab data. Added events vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, pelvic pain.event "injury" was deleted as reporter provided more specific events. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.